Manufacturer narrative:
Relevant test/lab data: x-ray information provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint is confirmed. Device history record review, visual inspection and drawing/dimensional review were performed during investigation. The visual investigation has shown that the nose on the handle is broken off; the broken fragment was not returned with the complaint. The balance of the device is in fair condition with signs of some normal wear and tear on the device surface. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This ensures the correctness of device material and hardness as all manufacturing procedures were followed per the requirement. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid from a manufacturing standpoint because there is no evidence of issues manufacturing related. The relevant drawing was reviewed. The dimensions were measured and were found to be within specification. This ensures that the thickness and hence the strength of the insertion device nose was as per expectation. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. No definite root cause could be determined. Device is approximately 4.5 years old. A mechanical overload situation or off-axis loading may have led to the breakage. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: sep 19, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail procedure for a mid-shaft femur fracture, the surgeon was using the standard insertion handle to insert the nail. As he pushed on the handle, to rotate the nail and advance it into position, the alignment tang on the insertion handle broke off. The insertion handle was removed from the nail. The broken fragment was not visible, so the c-arm was used to confirm the fragment was not retained in the patient. A retrograde set was opened to obtain another insertion handle. The nail was successfully implanted and no fragment remained in the patient. There was a two minute delay to obtain the alternate instrument. The patient was stable during and following the surgery. Concomitant device reported: lateral entry femoral nail (part # unknown, lot # unknown, qty.1). This report is 1 of 1 for (B)(4).